Manufacturer narrative:
The device and rv lead remain in service. No further issues have been reported since the increase in pacing outputs. Should additional information become available to our company, this event would be updated.

Event description:
Boston scientific crm received information that this health care professional contacted our customer contact center requesting a pacemaker interrogation due to an unspecified anomaly. A boston scientific crm sales representative was then contacted and stated the issue was due to an increase in the right ventricular (rv) pacing thresholds over time causing an inadequate safety margin, resulting in loss of capture. The patient felt light-headed and fatigue. The rv pacing outputs were increased which resolved the issue. The patient was discharged home the following day.